Manufacturer narrative:
This report is filed august 30, 2013.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla) resulting in inflammation of the tissue and a retroauricular abcess. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).